Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece of the cannula was shaved off as it was entered into the housing of the device. That piece of plastic was seen in the patient¿s leg during the procedure. Plastic attempted to be removed from patients leg. They finished the case with the product. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece of the cannula was shaved off as it was entered into the housing of the device. That piece of plastic was seen in the patient¿s leg during the procedure. Plastic attempted to be removed from patients leg. They finished the case with the product. The hospital did not report any patient effects.